Manufacturer narrative:
The customer's report was not duplicated during testing. An internal inspection revealed the presence of fluid ingress. The fluid ingress was isolated to the left front enclosure area of the device. Contamination from the fluid ingress was observed. The front enclosure and the monitor board were replaced to resolve the report. A point of entry of the fluid could not be firmly established. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year-old male patient, the device did not respond to the front panel controls. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.